Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with minor damages on the top case, damaged front panel, and small knobs. The tidal volume knob rubs on the battery compartment when turning/rotary flow valve is also damaged. The customer stated problem was not duplicated. No problem found with the device in relation with the reported problem. The cause of the reported problem could not be determined. The previous service history has been reviewed and deemed unrelated to the current customer reported problem.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus unit is reported not to be cycling. No patient involvement.